Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. Reportedly, the customer experienced resistance when filling the cartridge and may have introduced air into the cartridge. The customer indicated that they would go trough the load process with new supplies. There was no reported impact to the customer's blood glucose level.